Event description:
It was reported that, "dr. (B)(6) was implanting act. Screw and the head of the screwdriver broke off in the screw. It could not be retrieved and was left in pt."

Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.